Event description:
A report was received that the patient was experiencing sharp pain and irritation at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing sharp pain and irritation at the ipg site. The patient will undergo an explant procedure.